Event description:
It was reported that the event occurred while in the cath lab during use. The doctor inserted an ai-07134 via internal jugular vein without issue. When attempting to inflate the balloon with carbon dioxide the balloon would not inflate. There was no problem seen during the inflation test. As a result, the device was removed. A new kit was used successfully and the procedure went on as planned. There was no report of pt death, complications, injury; or medical/surgical intervention required. There was no delay or interruption in therapy noted. The pt outcome is good. An update received on (B)(4) 2013 stated that they used another ai-07134 kit and inserted into the same insertion site. The balloon inflated appropriately.

Manufacturer narrative:
(B)(4).